Event description:
It was reported that a symptomatic patient presented in emergency room two days post implant. Upon interrogation the right atrial lead exhibited poor capture thresholds and the physician determined that it was due to lead dislodgement. The lead was repositioned successfully without any complications. The patient was doing well and would be monitored.